Event description:
It was reported that a user experienced loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet despite the phone and app indicating connection, with the pump showing repeated pairing failures and sensor reconnecting events consistent with intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user, analysis of information provided by the user, and review of interoperability between the cgm and ilet. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure traced to the electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.